Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. Customer's reported problem of "unresponsive air in line sensor" was duplicated. Inoperable air detector is the root cause. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing it was found that the pump's air in line sensor was unresponsive. There was no patient involvement.